Manufacturer narrative:
As a complaint sample, one assembled syringe was received. The chemical lab could not do any testing since not enough sample was available. All batches are released according to the required specifications. All initial testing results are within specifications. As no remarks were observed during the release testing results review and according local procedures, retain sample testing was not performed. As the returned sample was empty and all initial testing results are within specifications, a conclusive root cause could not be determined. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. The investigation results were unable to verify the complaint therefore, no CAPA is initiated however, further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that viscoelastic products were injected into a patient's left eye during a cataract surgery at which time the cornea suddenly clouded over. The surgeon closed the wound and canceled the procedure. Additional information has been requested. Additional information received clarified that upon postoperative follow up, the patient is doing well with no corneal cloudiness or swelling and no visual impairment.